Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various actions, including disconnecting tubing and delivering a bolus to address the issue. Despite the occlusion alarm recurring, the customer was assisted in filling and loading a new cartridge. Thereafter, the customer changed supplies as necessary and resumed insulin therapy.